Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314drg ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
Additional information was received that the device and leads were removed due to infection and erosion. Once the device was out of the pocket the right atrial (ra) lead came out without retracting the screw on the device header. Then the physician tugged on the right ventricular (rv) lead without retracting the screw on the device header and the rv lead came out. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had a (B)(6) infection with vegetation on the leads. The implantable cardioverter defibrillator (ICD) system was potentially going to be planned to be explanted at a later date. The device and leads were reported to be functioning within normal limits. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).